Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for oversensing high rate signals and undersensing from low amplitude r-wave signals. It was also reported that the patient's right atrial (ra) lead was capped and replaced for high pacing thresholds and low pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.